Manufacturer narrative:
(B)(4). Batch #: u5d77h. (B)(4). Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with no reload present. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. The device was tested with a test simulator for functionality in the straight position with a test reload, however it did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The door was removed and an intermittent function of the switch was noted as the device would only operate when the switch is manually pressed down. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out of specification issue with components that affected the functionality of the firing switch actuator. No conclusion could be reached on how the bulkhead contacts were damaged. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that in the middle of the third fire, in gastric bypass, the psee45a stopped. All the normal procedures have been made (battery was removed and placed again -firing button didn´t work; then the reverse button was activated - didn´t work; finally they used the manual override and they could open the jaws of the device. Surgery was delayed by 30 minutes. They opened another psee45a to complete the procedure. No patient consequence reported.